Manufacturer narrative:
(B)(4). Batch # t92f8m. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and one unformed clip due to an anti-backup failure and 5 conforming clips. In addition, the anti-backup and lockout features were non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring was found to be out of position; this condition caused the anti-backup and lockout failures. It is known from the history of the device that the condition of the ratchet pawl spring may lead to multiple feed. No conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot t92f8m number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t92f8m number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, two clips came out at a time. The device was used on the blood vessel. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.